Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus) device 16 years after implant, because the cuff was too big and out dated. All components were explanted and replaced. There were no adverse patient effects at the time nor after the procedure.